Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the right ventricular lead was not used due to patient anatomy; the lead was too short. The lead was replaced. No patient complication have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the right ventricular lead was not used due to patient anatomy; the lead was too short. The lead was replaced. No patient complication have been reported as a result of this event.